Manufacturer narrative:
No medwatch form was received. The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics and impedance measurements were found to be normal. Mechanical and visual inspection found the helix in retracted position and clogged with body fluid/tissue. X-ray analysis found over-torque on the distal coil near connector pin. The condition of this device was not in result of a deficiency in materials or workmanship.

Event description:
The lead was explanted when high dfts were observed due to dislodgement.